Manufacturer narrative:
Inspection and testing found the scope had been insufficiently or incorrectly reprocessed. In addition, service confirmed the air and water supply was insufficient. Service also found the objective lens was scratched, the image was blurry after the hot and cold water test, the insertion section was damaged, the light guide tube was worn, the switches were worn, and the electrical connector had poor contact. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing, the air and water supply was insufficient. The scope was returned to an olympus service center for evaluation. During inspection and testing, foreign material was found in the scope. This report is being submitted for the malfunction found during evaluation (foreign material). There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material was likely from improper reprocessing after the previous procedure. The specific root cause of the improper reprocessing at the facility could not be determined at this time. The following information is stated in the instructions for use: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system, inspection of the air-feeding function, and inspection of the objective lens cleaning function. Precleaning: flush water and air into the air/water channel_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manual cleaning. Cleaning the external surface: with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flushing detergent solution into the air/water channel. Presoak for excessive bleeding and/or delayed reprocessing after each procedure." Olympus will continue to monitor field performance for this device.